Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the root cause of the reported event; however, the initial reporting stated patient trauma (fell) was a contributing factor. Additional provided information stated there was no evidence suggesting product error was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address dislocation. It was reported that the patient fell and the head was knocked off the stem. There were no signs of taper problems on stem or head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, manufacturer name/address, lot #, implant date, contact office name/address, date received by manufacturer, manufacture date. The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. A previous review of the device history record did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address dislocation. It was reported that the patient fell and the head was knocked off the stem. There were no signs of taper problems on stem or head. Update: 5/20/2013 - upon medical record review by a medical professional, it was discovered that the wrong ceramic head was reported. The part/lot has been updated. The correct doi was also provided. There is no new additional information that would affect the existing MDR decision.